Manufacturer narrative:
Age: adult. No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported from the medical intensive care unit (micu) that three needleless valves sprayed fluid when attached to PICC lines with internal valves. During one event, the PICC line had been clamped prior to disconnection and the other event was with an unclamped line. There was no impact to patient.